Manufacturer narrative:
MFR reference number: (B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.

Event description:
It was reported that a pump was meant to deliver fluid to a pt over two hours (medication, programmed amount, and delivery rate unknown). The customer stated that the device was programmed incorrectly and delivered the entire medication in one hour.